Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the trocar cannula leaked during a procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. Three opened trocar handles with no tip protectors and two trocar hub/cannula loose in a small parts tray were received for the report of trocar leaking with a defective closure valve. The returned trocar cannula/hub assembly samples were visually inspected and were found to be conforming. Functional testing for leak test was also performed on trocar cannula/hub assembly samples and both samples were found conforming. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The returned samples were found to be conforming, therefore the trocar leaking issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocars were found conforming to the manufacturer's specification. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).